Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type: recharger; product ID 3888-45, lot# v941572, serial# implanted: (B)(6) 2012, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 37754, serial# (B)(4), product type: recharger; product ID 37714, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3888-45, lot# v941572, implanted: (B)(6) 2012, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
The patient reported the connector was broken. They also reported their stimulator hadn't been able to be fully charged. An appointment was scheduled with the healthcare provider (hcp) for (B)(6). No patient symptoms were reported. Relevant medical history includes complex regional pain syndrome type I and spinal pain. Refer to manufacturing report #3004209178-2015-21752 .